Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 29 2007. This home patient's peritonitis was suspected by the pd nurse to be possibly due to the reuse of minicaps. Since minicaps are indicated for single use, this would represent noncompliance with proper pd procedure and render the set-up as non-sterile. Reuse of this device would allow entrance of microorganisms into the fluid path and can lead to peritoneal infection. Touch contamination is an inherent risk in pd therapy, and as such, it is the most common cause of bacterial peritonitiis in this population. The home patient was retrained on proper procedures. Homechoice automated pd system 115 volt (2007),homechoice automated pd set w/cassette 4-prong (same day), capd transfer set (three days later), low calcium dianeal solution strength unknown (2007), 15 liter drainage bag (same day).

Event description:
In 2007, a home patient (hp) contacted baxter technical services regarding a check lines and bags alarm that appeared on the hp¿s homechoice machine during priming. The heater bag was not connected properly. The home patient removed the spike from the bag to remove the plug and water started flowing from the heater bag. The technical service representative (tsr) advised the hp of potential contamination and to start over with new supplies. The hp was not at home and had no more supplies with him. The tsr referred the hp to the hp¿s nurse for further therapy instructions a follow-up call was placed to the hp¿s nurse and the hp¿s nurse stated the hp was diagnosed with peritonitis on four days prior to original date and the following month. The hp¿s symptoms were abdominal pain and a cloudy effluent. The hp¿s esrd is secondary to diabetes and the hp¿s medical history includes visual problems. The hp was not hospitalized. The hp was treated with cefazolin ip and ceftazidime ip during that time period and vancomycin ip and gentamycin ip from the last day to continuing. For the first day peritonitis event, the hp¿s effluent cleared to visual inspection upon completion of the 1st round of antibiotics, but it is not clear if the peritonitis was resolved because no culture was done. It is unknown if the hp has recovered from the 05-23-07 peritonitis event. Per the hp¿s nurse, the hp¿s peritonitis was caused by several breaks in aseptic technique including an incident involving a mini-cap falling off (perhaps due to the hp not tightening it enough) and reusing it. The hp¿s nurse also stated that the breaks in aseptic technique might be due to the hp¿s decreased vision. The hp has been retrained on proper aseptic technique.